Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump fell and wanted to check insulin pump. Customer's blood glucose was 30 mg/dl and was 200 mg/dl at the time of call. Troubleshooting was performed and drive support cap was fine. Insulin pump passed self-test. Insulin pump would be replaced per customer's request.

Manufacturer narrative:
The pump was received with all operating currents within specification and passed the functional testing including the rewind, self-test, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The pump had minor scratches on the lcd window and a cracked reservoir tube lip.